Manufacturer narrative:
Received one (1) used. List #14001-31 primary plum set. No damage or anomalies were initially observed. The set was leak-tested per specifications. A leak was observed to be leaking from the bond between the tubing and bond pocket of the line a input on the cassette. Upon further investigation, it was revealed that the tubing had not been inserted completely into the bond pocket and a channel had been left through the solvent in the bond. Examination under ultraviolet l(uv) light confirmed incomplete solvent coverage. The complaint of a leak on the cassette can be confirmed. The probable cause of the leak is inconsistent solvent coverage and incomplete insertion of the tubing into the bond pocket, likely resulting from a manufacturing error in costa rica. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm, was found to have generated a leak during patient use. The initial reporter, from clinica la country, who signed the vd-fr-fo-26 report form, stated that when passing intravenous fluids, a leak was observed at the back of the cassette. There is a sample available for evaluation. According to the form, the event occurred at the hematology department of internal pharmacy of clinica la country, the defect was not identified by the pharmaceutical service branch nor the user. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.